Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's battery charger/modem was making a humming noise and would not send data. A review of the patient's flag files revealed a battery charger fault. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (humming noise/charger fault) has been confirmed. Upon evaluation, the charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash micro-controller located on the charger pca board. The root cause of the defective u13 cannot be positively identified but was likely a random component failure. No adverse event resulted from the defective component. The patient received a replacement battery charger/modem.